Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the device has an approximate field age of 11 years at the time of failure. The fracture of the spikes may be attributed to several factors, some of which may include: the absence of a radius at the base of the spikes, off-axis impaction, and/or degradation of the material properties due to age and use. A design improvement was done by adding a radius at the base of pins in 2002 to reduce the likelihood of fracture. This device was manufactured prior to this change. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that one of the spikes fractured off during impaction.